Event description:
Caller states the patient tested 1.0 inr on the coaguchek s system and 1.5 inr on a comparison lab. Coumadin was increased, but caller was unsure if this was based on device or lab result. No adverse event reported. Requested return of suspect system and replacement was sent.